Event description:
Immediately noticed hard white bumps at the implantation sites, never gone away. Thyroid started swelling, acquired allergies to nearly everything I ate, low energy muscle weakness difficulty concentration and stomach/digestive issues since, strange whelps and rashes on neck and face that are not predictable. FDA safety report ID # (B)(4).